Manufacturer narrative:
The device was interrogated and no faults or error codes were found. The device is operating correctly and remains implanted. A boston scientific technical services (ts) consultant further advised the patient to contact their physician with symptoms and any ongoing beeping. The patient alleged ten months after the explant of this device a suspicion of premature battery depletion. This device had been replaced with a non-boston scientific device. As of today, this device has not been returned for analysis. Investigation is completed to date. This event will be updated if additional information is received, or if the device is returned.

Event description:
Boston scientific (formely guidant) received information that this implantable cardioverter defibrillator (ICD), part of advisory populations, emitted beeping tones. Further information noted that the patient heard beeping again and reported feeling short of breath, nauseated, tired and had chest pain.